Manufacturer narrative:
Final analysis found that the pulse generator was in back-up vvi mode. A transient nmi-non-maskable interrupt occurred that resulted to back-up vvi operation. After downloading the product code, normal function ensued.

Event description:
It was reported that the patient experienced near syncopal episodes and presented in clinic in backup vvi. The pulse generator was explanted and replaced due to the device approaching elective replacement indicator on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.